Event description:
The neuro nurse reported this is the second occurrence where the drains come apart from the stopcock. These two incidents did not occur due to excessive amount of patient movement. The first incident, the patient,s drain came apart while they were sleeping. The second incident occurred while the surgeon was inspecting the drain prior to patient use. Two drains are expected to be returned. There may be nl850-8300n and lcak system attached. (Unknown lot numbers).